Manufacturer narrative:
The field service engineer replaced a bypass valve and choke and he adjusted the gear pump head to the correct pressure. The customer performed qc which passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. General reagent issues were excluded as the result that was believed to be correct was obtained with the same reagent. The investigation is ongoing.

Event description:
There was an allegation of questionable phosphorous results from the cobas 8000 c702 module. Sample 1 initial result was 2.32mmol/l. The repeat result was 1.03mmol/l. The repeat result from another analyzer was 1.07 mmol/l. On (B)(6) 2024, sample 2 initial result was 2.15 mmol/l and the repeat result was 1.1 mmol/l. The questionable results were not reported outside of the laboratory.